Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The footswitch and pcb were replaced. The system was then tested and met all product specifications. The footswitch and pcb have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "the patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message) .the facility biomedical engineer reported a system message displayed during surgery. Additional information received from the or supervisor stated the event occurred in the middle of the case. Five cases were cancelled. The or supervisor declined to provide more information on the event pending approval from the facility risk management. The patient impact is unknown. Additional information has been requested.